Event description:
Consumer complaint of erratic blood results. Customer states that they were comparing true track meters against each other, and then comparing those meters to their accu check aviva meter. As a result of relying on her truetrack meter (serial number (B)(4)), his wife was hospitalized for administering too much insulin as well as breaking her foot from passing out. I assisted the customer with running a back to back blood test with the accuchek aviva was 233mg/dl. Customer then performed the second test with the truetrack meter and the result was 328mg/dl. Customer's wife expected blood glucose range varies from a low of 140mg/dl while on her medication of levimir and humalog, and a high of 700mg/dl-800mg/dl. I reviewed the last five blood results from the meters memory on the true track meter- 357mg/dl- (B)(6) at 5:15 pm; 296mg/dl - (B)(6) at 4:42 pm; 500mg/dl - (B)(6) at 2:42pm; 484mg/dl - (B)(6) at 2:31pm; 272mg/dl - (B)(6) at 2:26pm.

Manufacturer narrative:
(B)(4). Product evaluation resulted in no defect found with the meter. Most likely underlying root cause of malfunction: user's tests strips had poor storage, user had inaccurate reference. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/08/2014).